Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient had a revision of left total knee to address instability. Operative notes state that the patient has had two previous revisions. During the procedure that surgeon noted that they were able to use an osteotome to pop the tibial component free of the cement mantle with no cement attached. There was no specific mention of loosening. Femoral and tibial components were revised. No mention of patella being revised. Competitor components including competitor cement was utilized. Doi: (B)(6) 2016 (tibia, femur); doi: (B)(6) 2017 (insert and patella); dor: (B)(6) 2020.